Event description:
It was reported that the right ventricular had exhibited a noise reversion episode. On (B)(6) 2016 the ventricular configuration had been reprogrammed to address the noise but noise reversion episodes continued to occur. On (B)(6) 2016 the configuration was again changed but the noise continued to be prevalent. On (B)(6) 2017 the patient presented for a scheduled lead revision procedure. Prior to the procedure, isometrics were performed which reproduced the noise. The lead insulation was checked via fluoroscopy but no anomalies were noted. The lead was successfully capped and replaced. The patient was in stable condition throughout and post surgery and would continue to be monitored.